Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator was not working. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis it was determined that the attachment ring, the cover, one bail and the bail cover were missing and one bail cover was cracked. The device passed its incoming test. All found defective parts were replaced and all other identified issues were resolved. The device was cleaned and when it was tested on the automated test system it passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.